Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance and a patient alert was triggered. It was also reported that fractures of the rv and svc coils were suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed; performance data regarding the lead was also received and analyzed. Analysis of the lead segments revealed that the right ventricular (rv) defibrillation coil developed a fracture due to flexing while in vivo. Analysis of the performance data showed high superior vena cava (svc) impedance. Concomitant products: 4076 implantable pacing lead (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2011. (B)(4).